Event description:
Report received from the study indicated that during the catheterization, the patient experienced a behavioral change resulting in dysarthria. The patient was diagnosed with transient ischemic attack (tia) and treated with intravenous magnesium. Of note: study physician believes that the tia event was not related to the distal protection device (angioguard).

Manufacturer narrative:
Post deployment of the carotid stent, the patient experienced a transient ischemic attack (tia). This male was enrolled in thepost market study for carotiod stenting. The target lesion was in the right proximal internal carotid artery. The lesion measured 6mm x 15mm and was 95% stenosed. The lesion was mildly calcified and mildly tortuous. Predilation was performed prior to stenting. The patient was asymptomatic at the time of the procedure and there was no contralateral stenosis. An angioguard embolic protection device was used during the case. Immediately post stent deployment, the patient experienced dysarthria, left hemiplegia and left hemiataxia. He was diagnosed with tia and treated with intravenous magnesium. The onset of the event was sudden but the patient recovered fully with no deficits. After removal of the angioguard, the basket was inspected and showed no evidence of debris or thrombotic material. The patient had a normal CT scan revealing no infarct or hemorrhage, and was discharged the next day. Films of the procedure were not provided for review. It is unknown if there were any technical difficulties or if there was any plaque or stenosis beyond the target lesion/angioguard that could have contributed to the event. Tia is an inherent risk of the carotid stenting procedure and great caution must be taken to minimize intra-procedural complications (e.g. Spasm and/or plaque embolization). The angioguard device was not returned to cordis for analysis. In addition, a device history record review cannot be performed, as the lot number was not provided. With the information provided, it appears that lesion characteristics and procedural factors could have contributed to the reported event. This is one of two products involved in the same patient and reported under manufacturing number 9616099-2007-01115 and 1016427-2007-00073.